Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x, y and z drive failed mechanical tests. The positioner motion control lost calibration. The damaged covers were replaced, the firmware in motion control was reloaded and motion calibration was performed. The imaging system then passed the system checkout and was found to be fully functional. The motion control positioner was returned to the manufacturer for analysis. Analysis found that the part was returned unused and there was no failure found with it. The x-stage cover, lower left and right gantry covers were returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The covers failed visual inspection due to crack on the covers. The x-stage cover was physically damaged due to scratches and dents. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device gantry covers crunched during a motion controller calibration. The system would not complete a motion calibration. There was no patient present when this issue was identified.